Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-56, lot# v396202, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v566822, implanted: (B)(6) 2010, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a pain. The pain was resolved with reprogramming. The patient also reported that at least 2 of their leads were not working or disconnected. The patient at this time said the device was working great.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.